Manufacturer narrative:
On (B)(6) 2019, the patient underwent a 2-level anterior cervical fixation procedure consisting of the cabo anterior cervical plate system. Seaspine was informed of a screw migration that occurred approximately six months postoperatively. Seaspine was not informed of a revision surgery that took place as a result of the reported fault. Based on a review of the a-p and lateral x-ray images provided, one of the caudal variable screws migrated and is oriented parallel to the cervical plate. Furthermore, the remaining caudal variable screw appears to have fractured in the middle of the threaded shank, which suggests the occurrence of a traumatic event.(B)(4).

Event description:
On (B)(6) 2019, the patient underwent a 2-level anterior cervical fixation procedure consisting of the cabo anterior cervical plate system. Seaspine was informed of a screw migration that occurred approximately six months postoperatively. Seaspine was not informed of a revision surgery that took place as a result of the reported fault.